Event description:
It was reported to medtronic neurosurgery that after the valve was implanted, shunt failure was observed. The valve was revised for a new device. It was also reported that the patient did not experience any adverse effects from the event.

Manufacturer narrative:
The returned valve was patent. It met all of the requirements for the leakage and pressure-flow tests. It did not meet all of the requirements for the reflux and preimplantation tests. Proteinaceous debris was observed in the interior of the valve. Debris, such as tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other physiological debris, can hold pressure-flow controlling mechanisms open, resulting in fluid reflux and low pressure-flow results. A review of the manufacturing records showed no anomalies. (B)(4).